Event description:
It was reported that the patient had increased pain in the right knee. The patient went from under the patella down between the fibula and tibia. The patient stated that they had the leg ¿buckle¿ underneath them. The patient had a CT scan on their knee and lumbar spine. The CT scan of the knee showed a ¿slight fray behind the patella.¿ the lumbar showed that the lordosis was still present, but nothing new showed up. The patient thought that perhaps the l4 had gotten worse which was what went to the leg. The patient stated that they could not adjust stimulation high enough to cover the knee. There was no known accident or incident related to this complaint. The patient¿s status was fair. It was noted that there was a coupling problem when charging the lumbar implantable neurostimulator (ins). The patient reported using the belt and acquired better coupling when laying directly on the implantable neurostimulator (ins). The patient was redirected to the healthcare professional (hcp) for reprogramming regarding the knee. It was reported that prior to meeting with the manufacturer representative (rep) just over a month prior the stimulation was not hitting the patients right leg correctly. It was noted the patient was feeling stimulation in the hip and right quad, but it was not going all the way down his right leg. It was then reported the patient said he ¿should¿ turn stimulation up to 2.2 v and fake cough to get stimulation going, and after he would fake cough, he would feel overstimulation like he was being electrocuted. It was reported the patient felt what he thought was weakness in his right quad. It was noted the patient had never had issues with the stimulation in his left leg. It was a logged the issues with the stimulation in the patient¿s right leg were resolved through the reprogramming over a month prior.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received the patient was doing well. It was noted that diagnostics were performed. The reporter stated they did not know of any malfunctions. Additional information received reported the patient was no longer experiencing weakness in their leg.